Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc surmised that the reported phenomenon was attributed to the less heat compound application or the aging deterioration of the igniter unit and the power converter.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the emergency lamp lit up after the lamp button blinked when the subject device was turned on. The examination lamp had been used 100 hours. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.